Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room and was diagnosed with early stages of with diabetic ketoacidosis (dka) and hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 17 mmol/l while wearing the pod between 5 and 24 hours, despite correction boluses. The patient's ketone level was 1.3 mmol/l. Reported symptoms include elevated blood glucose levels, fatigue, pallor and vomiting. The patient was treated with manual basal insulin and bolus. The patient's symptoms subsequently passed. A new pod had been applied prior to the patient arriving at the hospital. The patient was released in 3 hours.